Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, calibration testing and full functionality testing without duplicating the report. Internal inspection of the device identified slightly loose hardware, but we could not firmly establish a relationship to the customer report. The support bracket screws were tightened and the pim board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while transporting a patient (age & gender unknown), the device displayed a "compressor fault-2001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.